Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or per imaging review. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified. Potential contributing factors to the sldas are unable to be determined based on review of the images provided or information provided.

Event description:
Edwards received notification of a pascal in mitral position where there was a late slda. The mr grade after the slda was severe. The patient underwent successful surgical mitral valve replacement.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Device not returned.